Event description:
In events were leaking at the y-site is the issue, the leaking is from the diaphragm of the y-site. Event #1 [redacted date]: baxter tubing leaking at y-site. Patient is on parental nutrition, both tpn and il (intra lipid infusion) via a pcvc. After the fluids were changed over this rn noticed the il baxter tubing was leaking from a y-site. Once noticed the medical team was notified and the il were taken down. This rn suggested using il in a syringe rather than a bag going forward. Lot r23a10154. Event #2 [redacted date]: lowest y-site of baxter tubing found to be leaking on a baby with a uvc running tpn. Lot # in process of being obtained. Event #3 [redacted date]: tpn tubing noticed to be leaking at 0350. New ivf ordered and line change done. (Anti siphon primed with a ns flush during initial line change at 2115 on [redacted date]). Lot r23a10154. Event #4 [redacted date]: IV pump tubing did not have roller on roller clamp. I opened the bag of tubing and noticed the roller clamp was missing. The tubing came broken. Check other bags of tubing to make sure this doesn't happen again. Lot # unknown. Manufacturer response for IV tubing, (brand not provided) (per site reporter). Escalated to FDA and baxter, meeting with baxter weekly. Number of events increasing.